Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred two hours into a four hour treatment. Blood leak was confirmed with positive hemastix. Treatment was stopped and blood was not returned to the pt, with an estimated blood loss of 250cc. Treatment was restarted with new disposables and completed without further incident. No pt injury or medical intervention was associated with this incident per hcp.